Event description:
It was reported that a one link disconnected from the distal end of a primary set. There was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore the reported condition could not be confirmed and the root cause could not be identified. A baxter consultant visited the facility and instructed the personnel on the proper way to connect the set. The issue has been resolved by the retraining. Should additional relevant information become available, a supplemental report will be submitted.